Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the catheter tore the sleeve out and there was white dirt was attached to it.per additional information received from the ibc on 23-apr-2019, the tip of the catheter was torn. The sleeve was torn and the tip of the catheter protruded from there.

Event description:
It was reported that the tip of the catheter tore the sleeve out and there was white dirt was attached to it.per additional information received from the ibc on 23-apr-2019, the tip of the catheter was torn. The sleeve was torn and the tip of the catheter protruded from there.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per evaluation, only the catheter with some white material attached on the tip was returned. The packaging of catheter was not returned to confirm the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex"